Event description:
The dealer states the device was just returned from repairs and has failed during testing. The dealer states that the device was set to run and within 2 hours of testing the device began to red light alarm. No further information available.